Event description:
The manufacturer received a voluntary medwatch (mw5102911) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a bladder infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused bladder infection, headaches and body swelling from device. The patient was prescribed antibiotics in response to the reported event. A correction to b5 was made and should be: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused bladder infection, headaches and body swelling from device. The patient was prescribed antibiotics in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b5 and e1 was corrected and h6 (health effect - clinical code, type of investigation, investigation findings and investigation conclusions) updated in this report.